Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; however, the unit would periodically emit a lost sensor alarm. Upon further review of the unit's interior, there were no signs of previous moisture presence or corrosion on the electronic assembly. The lost sensor alarm is probably due to some problem with the electronics.

Event description:
The customer reported via phone call that the insulin pump had lost sensor signal alert. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.